Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery on (B)(6) 2009. The surgeon reported that during the surgery he had a hard time lifting the flap and had to use scissors to finish the lifts. He was then able to lift the flap and complete the procedure without any additional complications.

Manufacturer narrative:
A field service engineer (fse) visited the site on (B)(4) 2009, in order to investigate the potential root cause for difficult lifts and the report of energy drops. He performed an amplifier alignment to gain back part of the lost power and increased the amp current to compensate for the rest. He cleaned the optics and performed preventive maintenance and reported the system conforms to amo specifications. Potential risk for epithelial ingrowth.

Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery on (B)(6) 2009. The surgeon reported that during the surgery he had a hard time lifting the flap and had to use scissors to finish the lifts. He was then able to lift the flap and complete the procedure without any additional complications.

Manufacturer narrative:
A field service engineer (fse) visited the site on (B)(4) 2009, in order to investigate the potential root cause for difficult lifts and the report of energy drops. He performed an amplifier alignment to gain back part of the lost power and increased the amp current to compensate for the rest. He cleaned the optics and performed preventive maintenance and reported the system conforms to amo specifications. Potential risk for epithelial ingrowth.